Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 3:00 am, the patient awoke experiencing symptoms later associated with diabetic ketoacidosis (dka), including nausea and multiple episodes of vomiting. The patient stated that the fsbg was reading approximately 80¿90 mg/dl higher than the cgm readings; however, the exact cgm and fsbg values could not be recalled. Due to ongoing symptoms, the patient was accompanied by his father to the emergency department (ed) for evaluation. In the ed, the patient was diagnosis with diabetic ketoacidosis (dka) and was admitted. During hospitalization, the patient received IV fluids and IV insulin drip. Glucose levels were closely monitored throughout the hospitalization, with checks reportedly performed every 30 minutes to 1 hour, although the patient could not recall the specific glucose values or insulin dosages administered. Additional evaluations included blood work and an x-ray. The patient did not specify the reason for an x-ray. The patient remained hospitalized for approximately three days and was discharged on (B)(6) 2026 at approximately 3:00 pm. At the time of the report, the patient stated he was doing well and proceeded with a sensor replacement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 80-90 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.